Event description:
Surgeon performing arthroscopy of left shoulder and using reprocessed device 375951000. It was reprocessed lot 1486157. The bow was being used, the metal was released into joint of left shoulder. Physician was able to remove it.